Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot# b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the pt) alleging a leaking cartridge issue. The reporter claimed that during the time of concern, the pt developed a blood glucose (bg) level in the "400's" mg/dl. However, the reporter denied that the pt developed symptoms. At one point, the pt reportedly complained about having a wet cartridge. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt had a leaking cartridge issue. There is no evidence however that the alleged issue contributed to a serious injury. The pt did not have any bg readings or symptoms that meet animas' criteria for a serious injury.